Manufacturer narrative:
Clarification to b3 date of event: partial date november 2018. Clarification to d6a implant date: partial date 2008. Clarification to d6b explant date: partial date (B)(6) 2019. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "diagnosed with bia-alcl" (histopathological markers not reported).

Event description:
Patient reported via news article unknown side "developed 'eye-watering' pain in [their] chest" and "diagnosed with bia-alcl". Pathological markers confirming alcl have not been received. Device has been explanted. Patient underwent "six rounds of chemo".